Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic small bowel obstruction, the stapler was able to fire, but the articulation knob br oke off and there was poor staple formation. Hand sew was performed to resolve the issue.